Event description:
An ophthalmologist reported a patient who is experiencing limbal stem cell deficiency, corneal and subepithelial haze, epithelial deficiency and blurred vision following use of this product. The event was treated with punctal plugs and tears medication. The ophthalmologist stated that the punctal plug treatment helped improve the left eye, which has returned to normal, but the right eye has not improved. In an additional statement on 07/28/2009, the doctor reported that the patient's symptoms were continuing but were starting to improve. The doctor could not rule out the possibility that the product is related to the event.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received and evaluated. Physical and chemical parameters conformed to release specifications. Batch records were reviewed and no deviations were identified. No similar reports for lot 143079f. Additional information was requested on 06/26/2009, 07/14/2009, 07/16/2006, 07/28/2009 and 08/04/2009. Additional information was received on 07/14/2009, 07/16/2009 and 07/28/2009.